Manufacturer narrative:
Add'l info was requested, but was not received. The pump, two cylinders and reservoir were received and evaluated by the MFR. Four leakage sites were detected with this device: one was located at the reservoir bladder, one was located at a connector on each cylinder, and the other was located at the non-serialized outlet of the pump. General observations and microscopic examination of the device were performed. Rough and irregular cross sectional surfaces were observed at the reservoir bladder leakage site, the pump tubing leakage site, and one of the cylinder leakage sites. The rough and irregular markings indicate a tear of the device material. The markings of the other cylinder's leakage site were not observable since foreign material was surrounding the leakage site. The reservoir was received in a bent position with an observable crease mark running perpendicular to the leakage site, and the material around the leakage site was cracked. Tubing abrasion was noted on the pump tubes. Based on the limited info and quality assurance's evaluation, qa concludes the following: a)any or all of the observable four leakages sites could have caused the reported malfunction. B) the leakage site in the reservoir occurred from a crease/fold fatigue separation. For this type of separation to occur in the reservoir, indicates the reservoir remained deflated for an extended period of time. C) based on the pattern of tubing abrasion, the non-serialized and serialized pump tubes were overlapped while in-vivo. With the tubes in this position, stress(es) were experienced by the device at the cylinder connectors. This positioning combined with the stress(es) of use and the pressure from the clamp, contributed to the connector leakage sites. D) the leakage site at the non-serialized pump outlet also was contributed to by stress(es) from the device positioning.

Event description:
The device was removed due to "malfunction." Add'l ser no: 012245. Add'l lot no: 012245.